Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. During the case it was reported that there was a kink mid-way in the sheath. Single access was performed and there was noted friction in placing the guide catheter due to the kink. The impella was inserted with some difficulty and the pump was turned on with good flows achieved.